Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the study number with codes for the hospital and patient. H3 other code: as the device remains implanted, no further investigation can be performed. A review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. Further details were requested from the study coordinator such as lot-/serial no.'s, possible root cause and an explanation why hospitalization was not required and medical or surgical interventions and treatment as well were not required. No further information was provided yet. Cbas® heparin surface incorporates carmeda-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore on 3/22/24 from the medrio study database: on (B)(6) 2021, this 71-year-old patient underwent endovascular treatment for a thoracoabdominal aneurysm. The patient was treated with a jotec e-nside device, eight gore® viabahn® vbx balloon expandable endoprosthesis devices, and two bentley begraft devices. Gore vbx devices were placed in the celiac trunk, superior mesenteric artery and bilateral renal arteries. The vbx devices were successfully navigated to their intended location and successfully deployed. Device catheters were successfully removed. All devices were noted as patent at the end of the procedure. On (B)(6) 2022, it was noted the patient had an occluded left renal artery. Hospitalization was not required. Medical or surgical interventions and treatment were not required. It is noted that an angiogram was completed and the patient was noted to have not recovered/resolved from the adverse event. A cta was done related to this adverse event.

Event description:
The following was reported to gore on 3/22/24 from the medrio study database: on (B)(6) 2021, this 71-year-old patient underwent endovascular treatment for a thoracoabdominal aneurysm. The patient was treated with a jotec e-nside device, eight gore® viabahn® vbx balloon expandable endoprostheses (vbx devices), and two bentley begraft devices. Gore vbx devices were placed in the celiac trunk, superior mesenteric artery and bilateral renal arteries. The vbx device in the left renal artery (lra) was implanted in a double barrel (=kissing stent) configuration and already on (B)(6) 2021, a stenosis of < 25 % was noted based on a cta for the first time. The overall renal functionality evaluation showed normal values, however permanent impairment of a body structure or a body function including chronic diseases was noted for the left kidney. The vbx devices were successfully navigated to their intended location and successfully deployed. Delivery catheters were successfully removed. All vbx devices were noted as patent at the end of the procedure. On (B)(6) 2022, it was noted the patient had an occluded left renal artery. Hospitalization was not required. Medical or surgical interventions and treatment were not required and the patient was noted to have not recovered/resolved from the adverse event. The study coordinator stated that the possible root cause for the occlusion is the double barrel procedure for an early renal artery bifurcation and that due to the absence of renal function impairment, surgical intervention was not necessary.

Manufacturer narrative:
B5 describe event or problem was updated. Neither images enabling direct assessment of product performance nor the product itself, which remains implanted, were returned for evaluation. As the device remains implanted, no further investigation of the device can be conducted. With the provided information to gore, the cause of the reported event cannot be established. In the instruction for use for the gore® viabahn® vbx balloon expandable endoprosthesis the following is stated: adverse events. Potential clinical and device adverse events possible adverse events and complications that may occur with the use of this device or in any endovascular procedure and require intervention include, but are not limited to: occlusion (thrombosis and/or stenosis) of endoprosthesis or vessel transient or permanent renal failure. Indications for use: the gore® viabahn® vbx balloon expandable endoprosthesis is indicated for the treatment of: ¿ de novo or restenotic lesions in the iliac arteries, including lesions at the aortic bifurcation; ¿ de novo or restenotic lesions in the visceral arteries; ¿ isolated visceral, iliac, and subclavian artery aneurysms; or ¿ traumatic or iatrogenic vessel injuries in arteries that are located in the chest cavity, abdominal cavity, or pelvis (except for aorta, coronary, innominate, carotid, vertebral, and pulmonary arteries.